Event description:
A consumer reported they heard about a consumer who had a successful trial, but then went on to implant, and the implant never worked..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.